Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that per corelab image read of the dsa imaging on (B)(6) 2024, corelab assessed parent artery stenosis as 50 to 25-50% and the threshold for adverse event (ae) reporting is >50%. No symptoms or actions taken have been reported by site in association with the stenosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline had stenosis at 6 month follow up. Per independent medtronic review, significant parent artery stenosis (>50%) was observed at the 6 month follow-up dsa imaging performed on (B)(6) 2022. Corelab assessment of this imaging was 25% and sites assessment was >25-50%. No impact/treatment on patient was reported. There were no impacts to the patient. No medical intervention was required. Baseline aneurysm characteristics: unruptured and never before treated left internal carotid artery (ica) c6 saccular aneurysm measuring 8.1mm x 6.9mm with maximum diameter of 8.6mm and neck size 3.9mm baseline aneurysm symptoms: localized headache and pain above or behind the eye. Additional information received reported that per independent mdt review, fish-mouthing of pipeline vantage was seen at 6-month follow-up dsa imaging on (B)(6) 2022. No treatment given. This finding was not reported by site, it was noted during an independent mdt review of images. Per independent mdt review of images, the stenosis was due to fish mouthing of pipeline. Additional information received reported that corelab reported 25-50% with no symptom or treatment reported. Correction received regarding previous reported information: corelab reported intimal hyperplasia in the proximal third, middle third, and distal third of the stent with parent artery stenosis of 50 to 75% at the distal third of the stent at the 6 month follow-up imaging performed on (B)(6) 2022. There was no change in the intimal hyperplasia in the proximal third, middle third and distal third of the stent and there was no change in the distal third parent artery stenosis of 50 to 75% (corelab has specified "60% stenosis in distal stent") at the 12 month follow-up imaging performed on (B)(6) 2023.